Event description:
Additional information received reported the cause of the patient symptoms was not determined but the nurse programmer believed the implantable neurostimulator (ins) did not deliver prescribed voltage as the ins reached elective replacement indicator (eri). The reason for replacement was normal battery depletion. The ins was already discarded.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had a lack of symptom control once the ins reached the battery level of 2.61-2.62. The device was at elective replacement indicator (eri). They had a loss of efficacy, freezing and shuffling. The patient was scheduled for a replacement surgery on (B)(6) 2016. No other actions/interventions were taken. The issue was not resolved at the time of report.